Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient didn¿t feel that the therapy was helping like they thought it would and wasn¿t helping the pain. The patient told a manufacturer representative (rep) that they didn¿t feel right, but the rep said to let it settle. The rep tried reprogramming 3-6 months after surgery. The patient was told by the rep that they had to turn it on the right side and then the left side in order for it to work and left feeling very confused. The rep ended up leaving the clinician programmer with a nurse practitioner to finish reprogramming the patient. The patient met with another rep in (B)(6) 2015 and programmed the device so the patient only had 1 program to choose from. The patient used to have 3 and wasn¿t happy about it. The patient went to their healthcare professional¿s (hcp) office about 6 months ago and told the rep that they felt stimulation in their stomach and it was too strong and not helping the pain in the feet. They ended up doing an xray and found the leads were in the wrong spot. The patient was now in excruciating pain and couldn¿t get any relief. Making adjustments on the programmer was not helpful at this point. The patient¿s hcp wanted them to see another hcp but the patient didn¿t know if they wanted to do anything else at that point. Additional information was received from the patient¿s healthcare provider (hcp). They stated that the patient never reported parasthesia in their abdomen. It was reported that x-rays showed some lead migration. The patient was reprogrammed and reported an improvement in symptoms. The hcp was unsure if the lack of therapeutic relief, pain, and issue of the leads being in the wrong spot was resolved as they hadn¿t seen the patient since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.